Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One unit was received for evaluation unfilled. Visual inspection noted evidence of a clear viscous silicone oil located on the inner wall of the housing. This is not a leak because silicone oil is applied on the outer surface of the bladder during manufacturing, and sometimes excess oil comes in contact with the inner surface of the housing. Silicone oil does not affect the safety or functionality of the product. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an intermate leaked. This occurred during filling of the device with an unknown drug, before patient use. The reporter stated that a small droplet of solution was found inside of the housing, near the bottom. There was no report of patient injury or medical intervention associated with this event. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This was observed by the user before filling of the device and while the device was in its original packaging. The lot was manufactured from 10/23/2013 to 10/24/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.